Event description:
It was reported that the patient was admitted to the emergency room on the evening of (B)(6) for an underdose resulting in intractable pain following a routine pump replacement the day before. It was noted that there was 36.5cm (0.08ml) distal section of catheter that had drug and a 19cm (0.04ml) section of empty catheter that was added when pump was changed. About one month later, it was reported that the cause of the event was unknown, but was attributed to a catheter kink. It was reported that the kink was seen on (B)(6) during a catheter dye study. The patient had experienced increased pain. It was noted that a surgical revision was performed. It was unknown if the patient was hospitalized, but he had recovered without sequela. The device was delivering morphine and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).